Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display and alarmed replace battery. Customer was assisted with troubleshooting for replace battery alarm. Customer's blood glucose level at the time of the incident was 330mg/dl. Insulin pump alarm history was reviewed and it was found that the insulin pump alarmed twice for replace battery now in less than 10 hours after low battery warning. The customer was advised that the insulin pump will need to be replaced. The customer was advised to continue use of insulin pump until replacement arrives. Troubleshooting for blank display was performed and found blank display was less than 30 seconds. The battery cap is neither damaged nor corroded. The insulin pump will be returned for analysis.